Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report received indicated that while attempting to inflate the fire star balloon catheter, the physician could not visualize the balloon in angiography. After attempting several times, to inflate the balloon at the nominal pressure (8 atmospheres), the physician decided to remove the balloon catheter. The indeflator was disconnected and the balloon catheter was removed normally. Once outside the pt, the physician noticed that there was some pressure in the balloon and it was not completely deflated. The catheter was exchanged and the intended procedure, stenting of a discrete lesion in the right coronary artery, was completed successfully and without any injury to the pt. Add'l info indicated that during the procedure the contrast to saline ratio used was 50:50. Furthermore, there were no problems encountered while removing the device from the packaging and there were no anomalies noted during prepping.